Event description:
Approximately 6 months ago, the patient received the following results within 15 minutes: 30 mg/dl and 120 mg/dl. The patient felt very confused and sweating. The patient retrieved and consumed food on their own to self-treat after the first blood glucose result. Over the last few years on various separate unknown dates, the patient received the following results within 15 minutes: 50 mg/dl and 120 mg/dl. The patient felt very confused and was sweating. The patient retrieved and consumed food on their own to self-treat after the first blood glucose result.